Manufacturer narrative:
In follow-up with the user facility could be revealed that the ufr was a misstatement. The user confirmed that there was no event during patient use on the given date, (B)(6) 2020.

Event description:
It was reported that the device suddenly performed a single restart during use.

Manufacturer narrative:
The device was examined by a dräger service engineer whereby it was revealed that the internal battery was out of specification ¿ this has triggered the reported reboot. The savina is equipped with an internal battery that is intended to cover mains power losses or ensure ongoing ventilation during a patient transport. The device software performs a battery test procedure in the background in regular intervals to calculate the battery status and the runtime forecast. If a particular test instance fails due to an outdated or depleted battery this may trigger a reboot of the entire device. During a reboot sequence the airway pressure will be released to ambient and the device posts an alarm to alert the user about the reboot. After a typical period of 12 seconds the reboot will be completed and the device resumes ventilation with previous settings. Dräger finally concludes that the device behaved as specified upon an error condition of a single component. Replacement of the component has fully solved the issue ¿ the device is back in use. No patient consequences have been reported for the particular event. Remark: this report is being filed belatedly. Dräger became aware of patient involvement after receipt of the user facility report. When the draeger service technician examined and repaired the device earlier in september 2020 he was not informed by the customer that the issue occurred during patient use.

Event description:
It was reported that the device suddenly performed a single restart during use.